Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) was collected, and the patient was diagnosed with peritonitis. The patient was treated outpatient with intraperitoneal (ip) vancomycin 1000 mg every other day for 14 days, and ceftazidime 1000 mg every day for 14 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis, and the patient¿s vancomycin was discontinued. The pdrn attributed causality to the patient not wearing the proper protective equipment (ppe) during initiation and discontinuation (no mask), as the patient and spouse admit he does not consistently wear a mask. Reeducation was performed and the patient continues to undergo ccpd. The patient is recovering from the events. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.